Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had failed battery test alarm and replace battery now alarm. Customer's blood glucose level was 114 mg/dl. Troubleshooting was for failed battery test alarm and insulin pump alarm again. The customer was advised to monitor the insulin pump and revert to back up plan per healthcare professional's until replacement cap arrives. The insulin pump will not be returned for analysis.